Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found with a broken grip cable at t idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. It does not appear from visual inspection that there are fragments missing. Advanced fa investigations are expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the 8mm fenestrated bipolar forceps instrument was noted to have broken cables. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: it is unknown if a fragment fell into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were confirmed. No fragment was identified. The instrument was disassembled, and it was found that there was extra grip cable slack in the main tube indicating the broken cable had retracted into the main tube. The broken grip cable was lined up with the distal end and it was confirmed that the length of the broken cable lined up with the other end of the broken cable. There is no fragment or missing pieces. Intuitive surgical (is) contacted the site and obtained the following information: it is unknown if a fragment fell into the patient.